Manufacturer narrative:
Investigation summary: bd complaints site in japan (bdj) received the actual sample, but because it was contaminated it was not sent to the manufacturing plant in plymouth. The plant did the investigation based on the photos and bdj¿s evaluation. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a side pierced sleeve with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for a side pierced sleeve with the incident lot was observed. Root cause: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that leakage occurred while using a bd¿ vacutainer¿ multi-sample needles 22g x 1.5". There was no report of injury or medical intervention.